Manufacturer narrative:
Product event summary the catheter was returned and inspected. Visual inspection of achieve mapping catheter showed no issues. Final resolution: this is a clinical issue (blood pressure dropped due to a pericardial tamponade) encountered during cryoablation procedure. The returned product passed the returned product inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was released from hospital without injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while positioning the mapping catheter inside the left pulmonary vein (pv), the patient¿s blood pressure dropped due to a pericardial tamponade. The case was aborted and the pericardium was drained. The patient was transferred to another facility in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.